Event description:
It was reported there was an occlusion error and the pumps were loud. No patient injury was reported.

Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The product was received for evaluation. Visual and functional testing were performed. The physical condition on the product was fair, had a dirty case, small scratches and dents. The reported complaint was verified after performed flow rate on the returned monitor with no flow. The root cause of the reported issue was found to be the tubing by top case handle ridge against carbon dioxide (co2) pump casing and malfunctioning co2 pump due to wear of age. The technician replaced the co2 pump, tubing and restrictor. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).